Event description:
In 2005 an emergency intubation was done on a pediatric patient 5 days prior to report. After the intubation a pedicap co2 detector was attached to the 15mm connector of the ett and a resuscitation bag to the other side. The patient was ventilated and the ett position was confirmed. The therapist removed the pedicap from the ett and then attempted to separate the pedicap from the resuscitation bag. The male connection portion of the pedicap was stuck in the female connector of the resuscitation bag and could not be removed. The male connection of the pedicap snapped off and could not be removed from the bag. The therapist found another resuscitation bag to use for ventilation.